Event description:
It was reported that the patient presented for explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.